Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery multiple times. The customer was experiencing high blood glucose levels at the time of the call, and she had no back up plan. The customer was feeling nauseous and weak. The customer decided to go to the hospital for treatment. Nothing further was reported.